Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff connector was falling off and would not hold its connection on the tube. There was no reported patient involvement or outcome.